Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a turbinate reduction procedure, the adapter of the werewolf ent started smoking and burned. It is not known if the problem is the adaptor or the console. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection observed the warranty seal is broken. No burn/arc marks are seen in ether wand port. A functional evaluation revealed no issues. The unit was opened and found damage around the power supply from removal of the part, the railing is heavily bent, scratches all around the railing, and a rivet is found loose in the unit. No burn or arc damage was found. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A review of risk management files found no updates to the risk files are recommended at this time. No containment or corrective actions are recommended at this time.